Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 reusable adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a hole in the breathable film near the proximal end. It was noted that a section of the inspiratory limb was taped. A lot check revealed no other complaints of this nature for lot 130611. Conclusion: based on the inspection carried out the damage observed on the returned 900mr810 reusable adult breathing circuit was most likely caused by a blunt object. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr801 reusable adult breathing circuits state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported that the 900mr810 reusable adult breathing circuit was damaged. This was found prior to patient use.

Event description:
A distributor in (B)(4) reported that the 900mr810 reusable adult breathing circuit was damaged. This was found prior to patient use.